Event description:
It was reported that during the retrieval of a recovery filter, the doctor realized that one leg hook from the cone was detached from the polyurethane membrane.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The returned sample was evaluated. Upon initial inspection of the catheter, the handle had an approx 20 degree bend approx 4.5 inches from the proximal end. It is not known when the handle was bent. Upon initial inspection of the recovery cone, the recovery cone had 9 claws and all were present. A closer look at the claws and the urethane revealed that there was 1 detached claw and 2 partially detached claws. The more detached claw was bent outward approx 50 degrees. All nine claws were measured for claw length and met specs. The result of the investigation was confirmed for detached claw. The root cause is unknown.